Event description:
A patient reported experiencing inaccurate high reuslts with a lifescan meter. The patient's blood glucose results were 8.6, 6.0 mmol/l. Tests were done within 20 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.